Event description:
A stone extraction was attempted using a stone extractor basket and a lithotriptor on a 65-year-old male pt. During the procedure, the basket wires broke leaving a portion of the basket in the pt. At a later date, the pt was sent to a previously scheduled gallbladder removal where the basket was removed. The pt is reported to be in stable condition; no further info was available. The instructions for use include a warning that due to varying compositions of biliary stones, stone fracture may not be possible and subsequently require surgical intervention. In addition, mechanical pressure generated from the lithotriptor handle may cause basket fragmentation and/or require surgical intervention.